Manufacturer narrative:
Alleged failure: malfunctioning during a case where they were using iris salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause maybe a bad main board. The iris were both present during test. The issue was not duplicated during test. Note: led module is low at 100% the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the stent did not fully light up. Please note, once the connectors were switched, both stents lit up, and the procedure was completed successfully using the same devices.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the stent did not fully light up. Please note, once the connectors were switched, both stents lit up, and the procedure was completed successfully using the same devices.